Event description:
It was reported via a call from the rn that stated the intra-aortic balloon (iab) was just placed in the operating room via femoral sheath and there is a poor ap (arterial pressure) waveform from the central lumen. The rn verified that no alarms have occurred. The rn also said that the central lumen does flush easily. The clinical support specialist (css) requested that the rn attempt to aspirate the central lumen. The rn was relaying the information to the sterile technicians and they reported that there was no blood return. The css explained that this meant the central lumen was clotted or kinked off. The css asked if there was another arterial pressure source. The rn stated there was a radial arterial line to the bedside monitor, but the surgeon has decided to replace the iab and has already placed a spring wire guide (swg) through the central lumen of the existing iab successfully. The css remained on the phone while a second iab was inserted and pumping initiated with a good ap waveform. On examination there was no obvious kink in the iab removed. The surgeon feels that iab was not placed high enough the first time and this was causing the issue with the ap waveform. The rn had no further questions. There was no reported pt death or injury. Medical / surgical intervention was not required. Intra-aortic balloon pump (iabp) therapy was not interrupted, the pt outcome is ok.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.